Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of cardiac complication (palpitations) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected with juvéderm® ultra. Two hours after the injection, patient experienced heart palpitations and was taken to emergency room by ambulance. Embolism and stroke were ruled out. Patient was admitted for observation for two days. Patient believes that they developed numbing cream toxicity from the injection. Patient wants to dissolve the filler, but hcp advised it wasn't necessary. Patient has appointment with cardiologist. Symptoms resolved.